Event description:
It was reported that in preparation for a peripheral stenting procedure, the stent was partially exposed. The lesion was located in the superficial femoral artery. The sentinol biliary 5x80mm stent distal end was partially exposed from the outer sheath, and the edges were protruding. The stent delivery system could not be advanced in the pt. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "favorable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information for that review, a supplemental medwatch will be filed.